Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back into the main coronary sinus via review of the x-ray. Loss of capture was also noted. The lead was explanted and replaced. There were no adverse health consequences, the patient was stable.